Event description:
Customer stated that he passed out due to low blood glucose episode. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was low when the paramedics arrived. Customer stated that he was treating by the sensor readings and it was giving incorrect reading. Customer's blood glucose was 211 mg/dl at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.